Manufacturer narrative:
Concomitant medical product: product ID: etlw1610c156e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undersensed beats noted on stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.